Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a sensor anomaly. Customer's blood glucose at time of incident was 5.5mmol/l. The customer stated they had a sensor failure and sensor glucose value is not available. The customer removed sensor and inserted another one and had no issue. The customer found out that when he removed sensor the cannula was missing. The customer was advised that we will ship 1 sensor and return the used sensor.